Manufacturer narrative:
Analysis of the device found that the customer's complaint regarding overheating could not be confirmed after performing incoming test. The device failed est. The device runs rough as well. The bearings were worn, endcap was loose, and cable was broken. The bearings, seals and o-rings had been replaced. The device was tested successfully according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the handpiece overheated. There was no known patient impact reported.